Event description:
It was reported that the patient contacted clinic on (B)(6) 2012, saying that they could no longer hear sound. The clinic sent replacement externals to patient via post. The patient was able to hear for one hour but then reported loss of sound. Patient attended a repair session on (B)(6) 2012 during which the audiologist replaced the externals again.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.